Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The company representative did not replicate the reported ¿poor aspiration or vacuum loss.¿ however, it was confirmed that the handpiece would not tune, but was unrelated to the reported event. The company representative advised the customer to have the handpiece replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on august 20, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The reported handpiece issues were not replicated. Therefore, the cause of the event remains inconclusive. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with poor aspiration during a case, the surgery was completed with the same equipment. There was no patient harm.